Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the device history indicated multiple cs 054 call service alarms on 04/17/2014, which are consistent with sleep alarms and can cause the display screen to be blank for several minutes. The pump powered on and the display screen displayed normally. The pump cover was opened and no internal defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. No further details were provided by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.